Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap with povidone-iodine solution leaked. After connecting the minicap, a "drop of iodine was noted on the outside of the cap". No cracks were noted on the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A3: gender corrected to male (previously reported as female). H4: the device was manufactured between 21jul2021 and 02aug2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, showed no indication as to the amount of iodine present in the minicap. Due to the nature of the returned sample no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.